Event description:
Related manufacturer reference number:2017865-2023-40999, related manufacturer reference number:2017865-2023-41000. It was reported that patient's pacemaker exhibited noise due to header anomaly. The pacemaker was explanted and replaced. The patient is pacemaker dependent. The patient was stable.

Manufacturer narrative:
The reported events of oversensing, and header anomaly were not confirmed. As received, the device was at battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality, and output verification under field conditions found normal pacing parameters. Further sensitivity evaluation measured at most sensitive level found sensing parameters within normal range. Visual inspection of the header and connector observed no contamination or foreign material that could contribute the reported noise event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. No anomalies were found.